Event description:
It was reported "iabp alarming "possible helium loss" three (3) different times and balloon pump was unable to be restarted each time. Upon assessment bedside rn noted there to be black flakes throughout the iabp helium tubing, indicating rupture of balloon. Md proceeded to remove iabp from pt. Pressure was held for 1 hour, until hemostasis was achieved. Balloon was assessed after removal by providers and noted to have ruptured while inside pt. Iabp found to have hole in plastic inflating balloon segment on the proximal end". Additional information states that once the achieved. Balloon catheter was removed it was not replaced. The patient was managed medically and also remained on ECMO. The user reported that "patient passed away after family decided to withdraw care (unrelated to iabp rupture)".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "iabp alarming "possible helium loss" three (3) different times and balloon pump was unable to be restarted each time. Upon assessment bedside rn noted there to be black flakes throughout the iabp helium tubing, indicating rupture of balloon. Md proceeded to remove iabp from pt. Pressure was held for 1 hour, until hemostasis was achieved.balloon was assessed after removal by providers and noted to have ruptured while inside pt. Iabp found to have hole in plastic inflating balloon segment on the proximal end". Additional information states that once the iab catheter was removed it was not replaced. The patient was managaed medically and also remained on ECMO. The user reported that "patient passed away after family decided to withdraw care (unrelated to iabp rupture)".

Manufacturer narrative:
Qn#(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 40cc 8.0fr fos intra-aortic balloon catheter (iabc) without the original packaging. Upon return, the one-way valve was tethered to the short driveline tubing. A supplied 40cc inflation driveline tubing was connected to the iabc short driveline tubing; small specks of dried blood were noted within the tubing. The bladder was fully unwrapped. The teflon sheath was on the iabc; clear liquid was noted inside the sheath sidearm. An ap tubing was connected to the iabc luer. The iabc central lumen was noted broken at approximately 5.3cm from the iabc distal tip. Dried blood was noted on the exterior surfaces of the returned sample. Some dried blood was noted within the bladder/helium pathway. The fos connector and cal key were examined. The fos gray connector was properly seated in the blue clamshell housing and both retaining tabs were intact. The center post of the fos was centered. The blue clamshell housing was examined, and no abnormalities were noted. The cal key was intact. The cal key was examined, and no damage was noted. The cal key code is "0174". The customer photos were reviewed; the photos show an intra-aortic balloon catheter (iabc) after being removed from the patient. The bladder thickness was measured at six points with measurements ranging from 0.0062in-0.0065in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times in accordance with quality system document. An attempt to aspirate and flush the iabc central lumen using a 60cc lab-inventory syringe was unable to be successfully completed. Upon aspiration, water was unable to be consistently pulled into the syringe. The attempt to flush the iabc central lumen resulted in bladder inflation. The results are consistent with the previously noted broken central lumen. The cal key and fos were connected to the iabp. The cal key was recognized. The cal key was disconnected and re-connected again after rotating the cal key 180 degrees; the cal key was recognized again. The fos was recognized and zeroed by the iabp. The pump status displayed "ok" indicating the fiber is fully intact. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the iabc distal tip and iabc luer end. The leak from the iabc distal tip and iabc luer end are consistent with the previously confirmed broken central lumen. A leak was also not-ed from the bladder. Under microscopic inspection, abrasions were observed from approximately 25.3cm to 26.5cm from the iabc distal tip. A full thickness abrasion to the bladder was confirmed at approximately 25.7cm and the appearance is consistent with repeated contact with calcified plaque on the aortic wall. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through the iabc distal tip. The guidewire could not advance at approximately 5.1cm from the iabc distal tip. No blood or debris was noted. The guidewire was front loaded through the iabc luer. The guidewire could not advance at approximately 77.1cm from the iabc luer. No blood or debris was noted. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of iab blood in helium pathway is confirmed. The intra-aortic balloon catheter (iabc) bladder had a full thickness abrasion, which initially caused the blood to enter the helium pathway. The appearance of the abraded area is consistent with repeated contact with calcified plaque on the aortic wall. Additionally, the iabc was found with a broken central lumen which likely occurred during/after removal. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action required at this time. This will be monitored for any developing trends.